Event description:
A malfunction alarm with code malf 9 was reported. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support, successfully reset the pump, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if any issues arise again.